Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the keypad buttons were unresponsive. It was reported that this issue occurred after the user went swimming, and that there was evidence of moisture behind the display lens. The reporter noted that there was no evidence of damage to the pump case or keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.